Manufacturer narrative:
The stent was not implanted in the proper location, but may remain in the patient's eye therefore the surgery date was indicated in the implant date field. The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event was due to operational context (experience with the device). MFR# reference: (B)(4).

Event description:
It was initially reported that during a left eye cataract plus trabecular micro bypass stent procedure, the surgeon was unable to properly implant the stent in the right position (in the trabecular meshwork). Per report, surgical technique and experience with device contributed to the reported event. A back-up device was used to complete the procedure. There was no patient injury and there was no surgical or medical intervention required. Additional information was requested and the surgeon reported that after implantation attempt, the stent could not be located. It is unknown if the device remains in the patient's eye as the surgeon could not locate it. Additional information has been requested.